Manufacturer narrative:
Evaluation code: method (other) / results (other): a work order search was performed, and there were no similar complaints found.

Event description:
It was reported that the surgeon implanted a micl 12.6 implantable collamer lens in 2007 and there was a bubble under the lens after surgery. The patient noticed a glare and experienced halo's and double vision. The patient was examined on the following month, and the bubble had egressed out and the patient's vision is fine now.